Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) that required assistance to treat; bg level was 231 mg/dl and the cause was unknown. The third party assisted customer with manual injection to address bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.